Event description:
The caregiver was lifting the pt using the tempo hoist. When the machine stopped, the caregiver tried to unhook and release the sling. The clip broke which caused the dps spreader bar to swing around and hit the carer in the mouth breaking 3 of her teeth. The carer was admitted to the hospital where she required oral surgery. Please refer MFR report # 9681684-2013-00085.